Event description:
Customer reported device = 279 mg/dl. Customer took insulin. Customer stated becoming very sick and called the ambulance. Ambulance device = 169 mg/dl. Customer was taken to hospital. Hospital device = 169 mg/dl. Customer was given an IV. Incorrect controls were used. A request was made for return product and replacement product was sent.